Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found the overall device surface with signs of usage. No other anomalies were noted. A functional test was performed for the device using a fms vue pump and a shaver handpiece, which was wired through the interface cable. The default settings were present on the pump, and the blue indicator light was shown showing that the interface cable was recognized. No fault code could be observed. Test revealed that, although the shaver was able to be activated/powered on and the blue indicator light was flashing on the device, the suction function could not be activated as intended. The overall complaint was not confirmed as the observed condition of the fms connect (vue) would have not contributed to the complained device issue.¿ based on the investigation the root cause is traced to a component failure, where in combination of a constant manipulation between surgeries and the sterilization process, conditions can lead to a non-working interface cable and therefore failure. As per IFU 1) prior to use, check the system components for damage. Check the cable integrity carefully. If there are signs of damage, do not use.¿properly handling and¿attention to the approved use of the device diminishes the risk of failure. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.¿

Event description:
It was reported that during a knee surgical procedure it was observed that while attaching the fms connect device to the shaver cable device, an f-15 error message displayed. Another like device was used to complete the procedure successfully. There was no delay in the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.